Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report #(B)(4). Device history record (DHR): reviewed the DHR and no related defect was observed during in process and final control inspection. Sample evaluation: received two samples of easypump ii lt 270-54-s. One of the samples received in an opened packaging and another sample received without original packaging. The batch number on the printed primary packaging paper and the batch number on the big bottom cap of both samples were 19e04ge271. Investigation results: based on the investigation performed on both samples, no leak on the filter was detected. The filter is a supplied component, and the supplier shall be notified for further investigation and necessary action. Complaint is not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in china "chemo leakage." According to the customer: "there was a sample that leaked during injection at the injection port. Another fluid leakage at the filter plate during the infusion of the chemotherapy drug ufidolone."

Manufacturer narrative:
This report has been identified as (B)(6) as internal report (B)(4).. The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.